Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure code 810:04 was confirmed but not reproduced. The assignable cause was determined to moisture in the channel. The channel was cleaned but no repairs were necessary. If additional information is received, a follow-up will be submitted.